Event description:
It was reported by the caller that the nurse stated that while doing a follow up check with a patient, the programmer "locked up" and displayed an error message. The nurse recycled the power and the error cleared. Because the nurse was concerned about the cause of the error, the case was finished with another programmer. Additionally, the sales representative (sr) powered on the programmer and the error had cleared. The sr manually loaded an application on the programmer and it appeared to be functioning properly and no error occurred. The sr will try it on another patient to see if there are any further issues. If there are no issues, the programmer will remain in use. Technical services (ts) indicated that since the error cleared upon recycling the power and the application loaded without error messages, the programmer should be "fine." No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) this event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.